Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There was no non-conformances in the DHR related to the reported event. The iabp was returned to the manufacturing facility at (B)(4) and the unit is under evalaution. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
During an installation of the iabp, the company representative observed that the display was not working. No patient was involved.